Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in one piece for analysis. Failure event observed during analysis. Final analysis found external insulation abraded at 32.7cm to 33.0cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.